Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer stated that he woke up to no delivery alarm. The customer stated that he was not getting insulin. Troubleshooting was not performed. The product was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one sealed reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran the occlusion test and no occlusion was noted.